Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they had issue with display of insulin pump. Customer's blood glucose level was unknown at the time of the incident. Customer stated there were lines on the screen of the insulin pump. Customer did not have the insulin pump to troubleshoot. The device will not be returned for analysis.